Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis showed that the device was able to leave storage mode and switch to both monitor only and monitor+ therapy mode, and it was possible to communicate with the device using a programmer. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that it was not possible to program the device out of storage mode and switch to monitor only mode prior to implant. The device was not used, and will be returned. No adverse patient effects were reported.